Event description:
It was reported that the x-ray gauze count in the pack was incorrect. The pack was expected to contain 10 units each of 4x4 and 4x8 x-ray gauze; however, a total of 21 gauze pieces were found between the two sizes.

Manufacturer narrative:
It was reported that the x-ray gauze count in the pack was incorrect. The pack was expected to contain 10 units each of 4x4 and 4x8 x-ray gauze; however, a total of 21 gauze pieces were found between the two sizes. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.